Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with elevated power/flow. The patient typically trended around 4 for power/flow but their power was around 7-8 watts, and their flow was around 10-12 liters/minute. The patient had a sudden return to their baseline on (B)(6) 2023. The patient had no symptoms and no alarms. The patient's lactate dehydrogenase (ldh) was slightly elevated from their baseline of 500 units/liter and their haptoglobin was less than 8 milligrams. There were no other clinical signs of hemolysis. The log files noted a period of elevated powers from (B)(6) 2023, through (B)(6) 2023, with power as high as 11.2 watts. The cause of the elevated power/flow was thought to be due to either hemolysis or thrombus, but neither were identified on imaging. The elevated power/flow resolved spontaneously, and no interventions were performed. The patient's ldh decreased to 418 units/liter and their haptoglobin increased to 13 milligrams and the patient was discharged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft (ofg) thrombus could not be confirmed through the submitted image. Review of the submitted log file confirmed elevated power and flow events; however, a specific cause for the observed changes in pump parameters could not be conclusively determined. Additionally, the reported low flow alarms could not be confirmed as no further log files are available for review. A specific cause for the alarms could not be determined. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events, as well as a direct correlation between the ofg thrombus and the reported events could not be conclusively established. The submitted log file captured elevations in pump power and estimated flow on 15may2023, which were observed during pulsatility index (pi) events. The pump appeared to have functioned as intended throughout the duration of the file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists device thrombosis, hemolysis, and death as adverse events which may be associated with the use of heartmate ii lvas. This section addresses all pump parameters including pump speed, power, flow, and pi. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. In reference to flow, this section explains that pump flow is estimated from pump power. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Under ¿anticoagulation," this section provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 also lists thromboembolism as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was on hospice for non-small cell lung carcinoma. The patient was given a heparin drip upon admission but had it to be shut off due to the patient's supratherapeutic international normalized ratio (inr). A computed tomography angiography (cta) was performed that showed stable intimal hyperplasia and a nonocclusive thrombus of the outflow graft. The patient's numbers returned to baseline on (B)(6) 2023. The elevated power/flow resolved spontaneously, and no interventions were performed. The patient's ldh decreased too 418 and their haptoglobin increased to 13 and the patient was discharged home as they were not a surgical candidate. On (B)(6) 2023, the patient called with continuous low flow alarms. The pump was turned off on (B)(6) 2023 and the patient passed away on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.